Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline device. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with unknown mentor saline breast implants that the right side deflated after implantation. The issue was confirmed during the physical examination. As a result, patient underwent bilateral removal and replacement with following mentor devices: left with serial number (B)(4), and right was replaced with serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 7/17/2018, indicated that the patient replacement devices were allergen srm 375 ml silicone gel implants. (B)(4).

Manufacturer narrative:
Additional information on 6/15/2018, indicated that the lot number of the device is 5775683, and the catalog is 3542660. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation revealed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.8 cm within an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. There is no indication that this result related to the manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. On 6/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).